Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The event occured during a l4-5 posterior lumbar fusion with viper fenestrated cortical fix screws and confidence cement system. Dr. (B)(6) placed all four of the screws successfully without incident and verified screw potion with intra-operative navigation and 2d fluoroscopic images. Dr. (B)(6) proceeded to attach the open fenestrated alignment guides prior to introducing the cement. Successful attachment was confirmed in all four screws by placing the open cannula into the alignment guides and confirmed they each engaged without incident. The scrub tech then began to mix the confidence cement ((B)(4)), following instructions outlined in the surgical technique. When the cement was ready for use, dr. (B)(6) began advancing the hydrologic delivery pump under fluoroscopic guidance. After six full turns, we noticed the cement was not advancing through the needle and the gradulation was not traveling down the reservoir. After three more full turns, the sterile water began to leak out of the hydraulic pump. Once this occured, the defective contents from the kit ((B)(4)) was immediately removed from the sterile field and replaced with a new kit. The procedure continued and finished without further incident. Patient consequence? :no. Action taken for procedure:once this occured, the defective contents from the kit ((B)(4)) was immediately removed from the sterile field and replaced with a new kit. The procedure continued and finished without further incident. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.